Event description:
It is reported that a customer's mother called to complain that the enlite system caused fat cells to die on the customer. The product was used three times and caused permanent loss of fat cells, such that the imprint of the device was left on the belly. The customer's blood glucose level was 72 mg/dl. The caller stated that when they took off the transmitter the indentation of the transmitter would remain on the stomach.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.